Event description:
It was reported that the device delivered inappropriate high voltage therapy during an episode of atrial fibrillation (af). The patient was prescribed medication to treat the af. No further intervention was performed. The patient was stable and there were no adverse consequences.